Manufacturer narrative:
(B)(4). Date sent: 06/04/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 06/10/2025. D4: batch #420d70. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with the articulation mechanism damaged as the device was received in straight position with the articulation lever articulated to the left side. In addition, no reload was received. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components, the articulation gear teeth, and the articulation rack teeth were found damaged. This condition does not allow proper staple formation. The event reported was confirmed and it is related to improper use of the device. It is possible that the device was articulated beyond its articulation stop, that resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 420d70, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy procedure, it was observed that the stapler misfired as there were with partially deployed crooked staples causing tissue tears with both jaws stuck at the base of the appendix. Another like device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 05/29/2025. B3: only event month and year known: may 2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.